Manufacturer narrative:
As the device is in specification, root cause cannot be linked to one of our product.

Event description:
Customer service was contacted on (B)(6) 2016. Customer states the patient was pinned then the torque screw bolt gave way. The patient's head fell towards the floor and was caught by a nurse, but suffered a significant laceration due to the pins. The female receptacle for the torque screw seems to be stripped. This could have been a critical issue, if the pts head was not caught in time.

Event description:
This is report follow-up #1.